Event description:
It was reported that a 79-year-old male patient (50 kgs) underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention, and prolonged hospitalization. It was reported that a cardiac tamponade occurred. The patients¿ blood pressure decreased during mapping after broken borough (bb). Intervention includes drainage, reversal with protamine, and thoracotomy. Atrial septostomy was performed with a radio frequency (rf) needle. Cardiac tamponade was confirmed before ablation. A pre-ablation steam pop was not confirmed; it was before the ablation. No setting on irrigation catheter because it was before the ablation. Physician's opinion on the relationship between the event and the product is that the drained blood is venous blood and so the bleeding from the right atrium; they do not think it is carto¿s cateract; the cause of this may have been split with an rf needle. No abnormalities were observed prior to or during use of the product. Medical history/treatment history/other diseases currently being treated includes chf. The physician¿s opinion on the cause of this adverse event was that it was due to the procedure. It is likely the patient require extended hospitalization because of the adverse event since the patient was scheduled the thoracotomy. The patient outcome of the adverse event is improved. Pentaray and vizigo mapping catheters were inserted in the body when the adverse event occurred. Smarttouch sf and sssh were out of the body. The pentaray was in the left atrium (la) and beeat in the cs were being used at the time the adverse event was observed. This adverse event will be coded against pentaray conservatively even though the physician believed it could have occurred with rf needle as it was reported that the event occurred during mapping. Therefore, the pentaray cannot be excluded. Should additional information become available this complaint will be reassessed accordingly.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 30-sep-2022. It was reported that a 79-year-old male patient (50 kgs) underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention, and prolonged hospitalization. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic and electrical features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 31-aug-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).